Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Patient returned pump for an alleged cosmetic damage at screen and flashing medtronic logo observed on (B)(6) 2022. Pump received with blank display with partial display/missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download pump history files/traces using thus due to blank display. Unable to generate power management graph due to blank display. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked lcd window, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. Blank display was confirmed during analysis due to cracked lcd glass. Partial display/missing segments confirmed due to cracked lcd glass. Flashing medtronic logo unknown due to blank display. Unable to download pump history due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump screen was cracked and flashing medtronic. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Insulin pump was return for analysis.